Manufacturer narrative:
All of the buttons function properly however, found corroded keypad traces during our visual inspection. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the insulin pump keypad buttons are not responsive. Customer also indicated that the battery has been changed but the problem persists. Customer's blood glucose was 54 mg/dl at the time of incident. No further information was given.